Manufacturer narrative:
Updated image review: there was no CT scan provided for anatomical considerations. There was an executive study provided. It was reported that a 22x 40 compliant balloon was used for pre dilatation. The size and model of the balloon for pre-implant balloon aortic valvuloplasty (bav) should be selected such that it results in an effective expansion and relief of the stenosis in the context of bav to allow full expansion of the transcatheter aortic valve upon implantation. Avoid balloon under sizing to ensure effective pre-dilation, therefore minimizing the risk of under expansion and/or infolding. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-balloon dilation was performed using a 22x40 compliant balloon. The valve was loaded and an infold up to the third node was noted. The valve was deployed via the right femoral artery in the cusp overlap view. The valve was recaptured two times to improve the implant depth. After the recapture, an infold was noted. The valve was recaptured and removed from the patient. A new valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 product lot/serial number (B)(6); implant date na; explant date na; product ID l-evprop34; product lot/serial number (B)(6); implant date na; explant date na; product ID evproplus-34; product lot/serial number (B)(6); implant date (B)(6) 2025; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-balloon dilation was performed using a 22x40 compliant balloon. The valve was loaded and an infold up to the third node was noted. The valve was deployed via the right femoral artery in the cusp overlap view. The valve was recaptured two times to improve the implant depth. After the recapture, an infold was noted. The valve was recaptured and removed from the patient. A new valve was successfully implanted. Additional information was received to report per the physician, the unspecified level of calcification and pre-implant balloon dilation "could have" contributed to the infold in the valve frame. The phycisian also noted the only delay in the procedure was to load the new valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method was added. Additional codes. An annex f code was added. Product analysis: the suspect complaint device remains implanted and; therefore, analysis of the actual/suspected device could not be performed. In addition, no computed tomography scan or executive summary was provided for anatomical considerations. However, 24 procedural images were submitted to medtronic for review. Upon review of the procedural images, evidence showed the balloon was not fully expanded in the annulus and at full expansion the balloon seeded up above the annulus. Medtronic cannot confirm the annulus was properly pre-dilated. Images showed a crown overlap to the third node was observed during the fluoroscopic inspection. It was reported after two recaptures an infold was noted in the valve frame. An infold is an inward fold or crease in the valve frame identified as a dark line under fluoroscopic inspection. If an infold is identified, and the patient condition allows, best practice is to recapture, remove, and discard the system which is what was done in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.